Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that today they went to increase stimulation (stim) and it said an upper limit is reached. Patient stated at the time they were told they could go up to 5 and they did not have any trouble the last time they went from 1.5 to 1.8. Agent asked if this was on the same program or when they changed the program and patient stated they had not changed anything. Patient was able to connect to implanted neurostimulators and see max settings. Patient tried a couple different programs and was not able to increase. Patient has not had any hard falls or accidents. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that they don't think their bladder ins was working anymore since (B)(6) 2025. Patient stated that they were told that they were down to 2 "circuits", and that if they lose 1 more connection, they need to have their ins replaced. Patient added that they didn't think their therapy settings were turned up right because they were still feeling the tingling down their leg to their foot. Patient mentioned that their last adjustment was 3 weeks ago, when they were assisted in changing to a different program the last time they had the one-on-one consultation. Agent reviewed general therapy information and offered to walk patient through checking their other programs, but patient mentioned that they haven't charged their external devices yet. Patient then requested that an mdt rep assist them in adjusting their therapy settings. Agent sent an email to the field for visibility. Redirected to healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they weren't receiving any therapeutic benefit and wanted to get ahold of a manufacturing representative (rep) to assist with checking the system to determine next steps. The agent emailed the field team regarding patient's situation and request.